Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for two patient samples. The following data was provided: sample ID (B)(6) ,(74-year-old male) initial result = 176.8 mmol/l, repeat result = 137.6 mmol/l sample ID (B)(6) ,(76-year-old male) initial result = 172.3 mmol/l, repeat result = 138.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for sections a1 - patient identifier / a2 - age at time of event / a2 - age units (patient) / a3a - sex: sample ID (B)(6) / 74 / years / male , sample ID (B)(6) / 76 / years / male. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer performed multiple troubleshooting procedures with no resolution and message code 1197 generated. Service was dispatched, inspected the module, and found the ict to ict pre amp cable was worn. The part was replaced, which resolved the issue. Issue resolution was verified with a valid qc run. No additional result issues have been reported since the service activity was completed. Instrument service history was reviewed and revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the ict to ict pre amp cable did not identify any trends. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the complaint issue. A review of manufacturing documentation for the ict to ict pre amp cable did not identify any nonconformances or potential nonconformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the ict to ict pre amp cable was identified.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for two patient samples. The following data was provided: sample ID (B)(6) (74-year-old male) initial result = 176.8 mmol/l, repeat result = 137.6 mmol/l sample ID (B)(6) (76-year-old male) initial result = 172.3 mmol/l, repeat result = 138.5 mmol/l. No impact to patient management was reported.